Manufacturer narrative:
The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the customer alleged that the foot end jack could not be lowered; however, stryker technician could not duplicate the event. The unit met and performed to specifications. Customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.